Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker and the right ventricular (rv) lead exhibited noise oversensing. It was noted that the rv lead was not adequately connected to the pacemaker header. Programming changes were made to the rv lead. The patient remained stable and was further monitored.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received indicated that the pacemaker exhibited noise oversensing, which resulted in episodes of inappropriate mode switching.